Event description:
It was reported that the patient had an infection at the lead insertion site post-trial. Patient was prescribed antibiotics, and the infection was resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional information that was not included in b5 of the initial report: cultures were negative. Updated: d6b: date of explant to (B)(6) 2024. Correction: product status at time of event is explanted; and current product status is explanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.